Manufacturer narrative:
The nurse reported that the central nurse's station (cns) went into communication loss with connected device(s), the nurse reports that they just had a generator test. No patient harm was reported. Nihon kohden technician informed the nurse that they need to find the comm closet that the orgs are located in to reboot the org. The nurse stated that as an rn it would be it or biomed completing this task and would not perform any troubleshooting with nk's technician.

Event description:
The nurse reported that the central nurse's station (cns) went into communication loss with connected device(s), the nurse reports that they just had a generator test. No patient harm was reported. Nihon kohden technician informed the nurse that they need to find the comm closet that the orgs are located in to reboot the org. The nurse stated that as an rn it would be it or biomed completing this task and would not perform any troubleshooting with nk's technician.